Event description:
It was reported that the pacing during exercise was not as expected. Technical services (ts) was consulted and programming enhancements to the minute ventilation feature were discussed. Additionally, during an in-office consult, signal artifact monitor (sam) episodes occurred due to electromagnetic interference (emi) from the clinic room. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that a pocket revision was performed to suture the device in a different position to improve the minute ventilation sensor feature. No additional adverse patient effects were reported. This device remains in service.